Event description:
A problem was brought to our attention with the item 1773088101 umbilical cord clamp. The clamp was used on an infant in conjunction with another device called the "my child infant protection system". This device is a transponder that is attached to the hinge of the umbilical cord and acts as a security device in the event of child abduction from a hospital setting. The baby was nursing on the mother when a 20 minute check was performed. Once the baby was removed from the mother, the nurse noticed that the blanket was soaked with approximately 50cc of blood. The amount of blood was determined by weighing the wet blanket against a dry blanket. The nurse also noticed that the cord clamp was not closed and locked properly, because the umbilical cord was large with the artery on the side. Both the mother and child are diabetic. The baby was moved to the neonatal ICU to monitor the blood sugar levels after the incident. The baby was subsequently discharged from the hospital. As a result of this incident, the hospital has instructed its nurses to use two clamps with hinges opposed to large cords.